Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. During the device evaluation, the following additional issues were detected: bending section cover glue was peeling, ultrasound medical products image 5 was missing echo signal in 14 consecutive signal, and light guide tube is crushed/squashed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasonic gastrovideoscope was returned to olympus as part of the asset return process. During routine inspection of the device by olympus, the ultrasound probe was cut. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.